Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2015 due to high blood glucose of 300 mg/dl. Customer was still in the hospital at the time of call. During troubleshooting, battery was changed and it was found that customer received a no delivery alarm. Nurser reported that reservoir was empty. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to continue troubleshooting as insulin pump was taken from customer by nurse as healthcare professional did not want customer on insulin pump. Call was disconnected.